Event description:
In 2007, this patient received a gore tag thoracic endoprosthesis to repair a thoracic aortic aneurysm. A reintervention took place on two months later, to treat a type I and type ii endoleak.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices used in this patient: tg3115/05168179.